Event description:
A customer reported that an x8-2t transducer was causing an epiq 7c ultrasound system to shut down when connected. This issue occurred during open-heart surgery for an aortic valve replacement. The user attempted to restart the system three times and then the tee portion of the exam was aborted. No patient or user was harmed. An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.

Event description:
A customer reported that an x8-2t transducer was causing an epiq 7c ultrasound system to shut down when connected. This issue occurred during open-heart surgery for an aortic valve replacement. The user attempted to restart the system three times and then the tee portion of the exam was aborted. No patient or user was harmed.

Manufacturer narrative:
The transducer was replaced for the customer resolving the reported issue. The epiq cvx ultrasound system crashing was caused by the burnt pin failure mode as a result of corrosion/contamination in the connector pin field of the x8-2t transducer. Visual inspection of the transducer observed the additional following issues: free play test failed, cosmetic checks on cable, itube, midhandle and transducer sensor failed. Imaging and electrical tests did pass. The physical damage (burnt pins) to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.